Event description:
It was reported that during a laparoscopic sigmoid resection, the trocar lost air/gas. No further info available. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.